Manufacturer narrative:
Investigation of complaint number (B)(4) indicated that for product allset gold hla abdrdq low res (catalog number 54360d, lot number 029 1293558) lane 14 may be impacted by an incorrect labeling of allele reactivity if tested with one or more of 11 rare drb1 alleles: lane 14 (primer mix pmr014g) produces a false negative if tested with any of drb1 11:09, drb1 11:87, drb1 11:113, drb 1 11:83, drb1 13:05:01, drb1 13:05:02, drb1 13:06, drb1 13:42, drb1 13:136, drb1 13:26:02, and drb1 11:56 alleles. A no type or mistype result could be encountered if a sample with any of the above allele were tested with the described product and lot. The incorrect reactivity of pmr014g was a result of the migration of primer mix data score (legacy software program) to hos (current software platform). In score reactivity was assigned at primer mix level, causing the pattern to be rejected at mix level and not at primer level as in hos. The primers used in the mix were changed during design with primer 3'r209a2 being removed at one point and then put back. Because the pattern wasn't rejected at primer level, linkage to the mix pattern was broken and thus reactivity was incorrectly assigned. Root cause is determined as incorrect reactivity prediction for scenarios described above.

Event description:
It was identified internally during quality control testing of primer mix (B)(4) (catalog number 54360d, lot number 029 1362561) that the following alleles were incorrectly listed as positive lanes on customer kit documentation: drb1 11:09/87/113, drb1 11:83, drb1 13:05:01/05:02/06/42/136, drb1 13:26:02, and drb1 13:56. Catalog number 54360d, lot number 029 1293558 has been identified as a product affected by this issue. (Customer complaint number (B)(4)).